Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during unknown step of an intraocular lens (iol) implant procedure, the lens did not engage when attempting to load it and was not implanted. Additional information has been requested.